Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event occurred in the gsicu2 department during insertion. The physician enlarged the cutaneous puncture site by performing a skin nick, keeping the cutting edge of the scalpel positioned away from the swg. The dilator was then used to enlarge the site as required. The user reported that the dilator was difficult to insert and that the tip "deformed" during placement. As a result, the dilator was removed and a new kit was opened and used to successfully complete the procedure. There was no delay, harm, complication, death, or injury reported as a result of this occurrence.